Event description:
It was reported by the patient that they have been experiencing increased incontinence with their artificial urinary sphincter (aus). The patient asked for assistance in finding a nearby urologist. Patient services reached out to the patient and directed them to a website to help them search for a urologist.

Manufacturer narrative:
Corrections made to adverse event/product problem, outcomes attrib to adv event.

Event description:
It was reported by the patient that they have been experiencing increased incontinence with their artificial urinary sphincter (aus). The patient asked for assistance in finding a nearby urologist. Patient services reached out to the patient and directed them to a website to help them search for a urologist.